Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that their insulin pump experienced a no delivery alarm. Customer's blood glucose was 600 mg/dl at the time of the incident. Troubleshooting was done and was advised that set might be occluded. The infusion set will be replaced and returned for analysis.